Manufacturer narrative:
Unknown because lot/serial number is not available. Age at time of event or date of birth: unknown; sex/gender: unknown; catalog #, lot#, and expiration date: unknown; device manufacture date: unknown; implant date: not applicable; the cartridge is not implanted; explant date: not applicable; the cartridge is not implanted; concomitant product: intraocular lens (iol) model and serial number unknown; (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the following report occurred with five (5) cartridges and lenses. As the surgeon was advancing the intraocular lens (iol) through the cartridge, the tip of the cartridge split. There was no injury to the patient. The problem was not related to use error. No further information was provided. Medwatch reports will be file separately for each lot number/cartridge.